Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the cannula is leaking, and there are problems when filling the tubes. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: ¿the tube of the cannula is leaking, it draws air and thus there are problems when filling the tubes. The blood starts to foam."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the cannula is leaking, and there are problems when filling the tubes. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: ¿the tube of the cannula is leaking, it draws air and thus there are problems when filling the tubes. The blood starts to foam."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-03. H.6. Investigation summary: bd received 12 samples from the customer in support of this complaint. 10 returned along with 10 retained samples from the bd inventory were functionally tested and no leakage was observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the returned and retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.